Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited t-wave oversensing and resulted in delivery of inappropriate shock therapy. A chest x-ray was taken and noted the electrode had moved out of position. The patient was noted to be non-compliant and refused a revision of the electrode. The associated subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off and surgical intervention was undertaken to implant a transvenous implantable cardioverter defibrillator (ICD) system. The electrode and s-ICD will be explanted on an unknown date in the future. No additional adverse patient effects were reported.